Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 300 mg/dl. Reportedly, the cause was that during bolus deliveries the pump did not deliver the bolus. A supply change was performed and no drops were observed at the end of the tubing during the load fill tubing sequence. Reportedly, the customer reverted to an alternate pump for insulin therapy.